Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery errors now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they already received a new battery cap but pump powered off again. Customer was assisted with troubleshooting. The customer mentioned they are calling back within 1 week after previously completing low battery trouble shoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, the pump alarmed failed battery test due to corroded battery tube. The pump was unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm.